Manufacturer narrative:
D4: lot #, serial #, and expiration date were corrected. H4: device mfg date was corrected. An event of valve leaflets opening and closing poorly was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024 , a 25mm sjm masters series mechanical heart valve was selected for an implant. During the procedure, there was poor opening and closing of valve leaflets. Device was replaced with a new 25mm sjm masters series mechanical heart valve that successfully completed the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm mitral masters series std was selected for an implant. During the procedure, there was poor opening and closing of valve leaflets. Device was replaced with a new 25mm mitral masters series std that successfully completed the procedure.